Event description:
It was reported that while on a pt the pump alarmed "cpu failure." The pump stopped pumping and the pt was immediately placed on a backup pump prior to the hotline call. The pt is doing fine, per the rn in the cardiac intensive care unit (cicu). The intra-aortic balloon (iab) was inserted via the pt's femoral artery. The clinical support specialist (css) verified with the rn that the pt was placed on the back up pump. The css also confirmed that the pump (s/n (B)(4)) was removed from svc and sent to biomed. The rn had no additional questions. Additional info received on (B)(6) 2012 from biomed stated that they checked out the iabp and could not duplicate the problem. The pump was operated on simulator for three days without any problems and is being returned to svc.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.